Manufacturer narrative:
The initial troponin t value of 127 ng/l was measured on (B)(6) 2023. The repeat values were measured on (B)(6) 2023 and these values were 28.2 ng/l and 28.1 ng/l. The sample resulted in the following relevant test data: na = 133 mmol/l, k = 3.85 mmol/l, ak = 3.8 mmol/l, cl = 93.8 mmol/l, co2 = 25.6 mmol/l, urea = 7.4 mmol/l, ecre = 119 umol/l, tbil = 19.2 umol/l, alp = 59 u/l, ast = 12 u/l, alt = 11 u/l, ggt = 19 u/l, alb = 36.1 g/l, crp = 189.54 mg/l, egfr = 56 ml/m3, ag = 17.45 mmol/l. Medwatch field b3 has been updated.

Manufacturer narrative:
A hardware and assay related issue could be excluded. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with a sample-specific issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for troponin t on a cobas e 801 analytical unit. The specific troponin t assay used was requested, but not provided. No questionable results were reported outside of the laboratory. The complained sample initially resulted in a troponin t value of 127 ng/l. A second sample collected from the patient resulted in a troponin t value of 30 ng/l. The complained sample was then repeated, resulting in a troponin t value of 28 ng/l. The troponin t reagent lot number and expiration date were requested, but not provided.